Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the device was returned with the blade scratched and cracked. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. There fore, the instructional insert states: "scratches on the blade may lead to premature blade failure."

Event description:
It was reported that during a lap colorectal procedure, the shears worked for a briif period (20 mins) and then just stopped working. They were retorqued and cleaned, but still did not work. Another shear was opened which worked fine. There was no patient consequence.